Event description:
The customer called to get help setting the time on her meter, it was discovered the meter was set to mmol/l. She did not allege any adverse events and was able to reset the meter to mg/dl with assistance. The customer was satisfied, and no product will be returned for evaluation.